Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. A patient experiencing ineffective stimulation was reported to abbott. The cervical lead was left intact, the implanted lumbar lead wasn't removed, but disconnected from the ipg and another additional lumbar lead was implanted in order to cover the left side which wasn't covered at all anymore. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after a fall. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein a new lead was implanted to provide bilateral coverage. Effective therapy was restored post operatively.